Event description:
Revision 18 months post-op from an acl reconstruction. About a month of pain and swelling. MRI revealed the implant had migrated. Second dos was performed (B)(6) 2011. Part of the screw was removed and the knee was irrigated and drained to remove any loose particles. Small disintegrated particles of the screw were found and removed. The patient was post-op compliant. (B)(6) year old female patent.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. A partial device that was returned was evaluated. The cause of the event was undetermined. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.